Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site (date not reported). There are plans to explant the device ; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient with a new device at the time of this report.

Event description:
Per the clinic, the patient experienced an infection at the dehiscence site and subsequently was treated with IV, oral and topical antibiotics (specific date and duration not reported).